Manufacturer narrative:
Mckesson medical surgical is the assembler of a convenience kit on behalf of the sns that includes this safety syringe. The customer did not provide any product identification. Mckesson medical-surgical does not undertake any further manufacturing or relabeling of the syringe. We have notified asprsnsopscell@cdc.gov and barda-rqaproductacceptance@hhs.gov for awareness.

Event description:
The customer reported that their second vaccine dose was administered improperly and there was leakage. No information was received regarding any serious injury as a result of this product malfunction. This report was initially sent to pfizer and pfizer communicated to mckesson. No specific component or initial reporter information was provided.